Event description:
It was reported that the patient stated he changed his supplies and did not see drops when attempting to fill the tubing. He removed the cartridge for inspection and observed that insulin had leaked from the back of the cartridge. The patient cleaned and dried the chamber, and the agent then guided him through a supply change using new components. The patient confirmed that he had followed proper procedures, including not overfilling the cartridge, rewinding the pump, and placing the cartridge into the chamber before attaching the connector. The patient reported that he had already discarded the leaking cartridge and did not wish to retrieve it. With the new supplies, the patient was able to see drops and successfully resumed insulin delivery. His bg levels were not affected. The lot number provided for the cartridge was 30310. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.